Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing pocket stimulation presented to clinic for follow up. Upon interrogation, the right ventricular lead exhibited low impedance and noise. The lead was reprogrammed. The patient would continued to be monitored.